Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rexg0992 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC passage was performed without difficulty, in a unique puncture, but when the plastic was removed from the introducer, it did not detach itself. Performed maneuvers without success until it broke the catheter. The catheter was removed and a new puncture and new catheter passage was performed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed, and the cause is determined to be use-related. The sample returned included one 2 fr per-q-cath catheter and one micro introducer sheath. Visual observation found that the micro introducer sheath did not come from the bas per-q-cath kit; its handles were purple, with a nearly oval shape to each half from a top view. The catheter was in two pieces; the distal piece included only a long piece of the catheter tubing (about 19.2 cm long), while the other contained only a short piece of tubing (about 3 mm long). Residue could be seen through the tubing as periodic dark spots. Residue was also found between the catheter tubing and the distal part of the hub. One end of the long section terminated at a shallow angle, as did the distal end of the short proximal section. There was a discontinuity at the tip of each of the halves of the micro introducer sheath; there was evidence of a difficult peel, including some stretching of material and uneven tearing. Tactual evaluation found tensile weakness at the end of the long catheter section with the non-diagonal break. The two uneven break surfaces and tensile weakness near the break are consistent with a tensile failure, which is apparently consistent with the complaint description. Functional testing found the proximal end of the catheter to be patent to infusion. The complaint of a catheter break can be confirmed. While there is evidence to suggest that the micro introducer sheath did have peel issues, the introducer sheath is not from the introducer included in the per-q-cath kit, and cannot therefore be either recommended for use with or be expected to function adequately with bard product. Because the product was, per the report, broken during manipulating this non-bard sheath, this complaint is use-related. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.